Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 22-apr-2019 the system is powered down. The next power up shows the date as 12-dec-2098. This triggers the user notification of the two year battery service needed as reported. The system is shut down and powered up again. Now the date is 23-apr-2019. The log confirms the complaint. The central control monitor (ccm) date changed caused the battery service message. Most likely this is a ccm issue, possible a low cmos battery in the ccm.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the central control monitor to function as intended throughout the evaluation. There were no date jumps during any of the testing.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed based off the date changing in the central control monitor (ccm) that was noted in the data logs. The service repair technician was unable to duplicate the reported issue. The ccm was booted up several times and the date remained consistent. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) went back out to the facility and replaced the batteries in the base of the heart lung machine (hlm). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He reset the battery timer clearing the error message. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "two-year base battery service" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.